Manufacturer narrative:
This report is submitted on aug 30, 2021.

Event description:
Per the clinic, the patient underwent a skin flap revision (specific date not reported) due to skin breakdown which results in the extrusion of the ground electrode.